Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient underwent a battery replacement due to difficulty managing the charging burden. A non-rechargeable battery was placed so charging was no longer required. No troubleshooting steps were documented prior to the procedure. The battery replacement was completed as planned, with no reported complications, and the patient was expected to fully recover.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of difficult to charge was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Since the investigation findings do not clearly confirm the presence or absence of the reported problem with the device, the investigation conclusion code selected for this complaint is unable to exclude device problem.

Event description:
It was reported that the patient underwent a battery replacement due to difficulty managing the charging burden. A non-rechargeable battery was placed so charging was no longer required. No troubleshooting steps were documented prior to the procedure. The battery replacement was completed as planned, with no reported complications, and the patient was expected to fully recover.